Manufacturer narrative:
One company model handpiece was returned for evaluation for the report of the plunger extended too far so that it scratched. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be nonconforming. The plunger had dent/nick on the front and back of the plunger surface face with raised metal at the nicked areas. Also, there were nicks observed at the bottom end of the plunger when extended and the plunger was observed bent. A functional thread to barrel engagement check was performed and found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has dent/nick to the front and back surface of the plunger with raised mental at the nicked areas; and a bent plunger head resulting in a upward plunger position, which could result in the plunger extending too far so that is scratched. The root cause for the dent/nick on the plunger surface with raised metal and the nonconforming plunger height is unknown. How and when the plunger position became damaged and plunger surface dents/nicks became nonconforming cannot be determined from this evaluation. The most likely cause of the nicks in the plunger with raised metal, and a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 3 yrs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the plunger extended too far so that it scratched the lens. Additional information has been requested, received and stated the procedure was completed by using another set.